Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial #, physician name): site history, event verification, system/instrument log review. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: the patient experienced post-operative hypoxemia. As a result, the patient was provided supplemental oxygen in the recovery unit and was under observation for eight hours before being discharged home. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter also sent report to FDA? Is blank because it is unknown if the initial reporter submitted a report to the FDA. PMA/510(k) number and adverse event are not applicable. Device manufacture date is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that after an ion endobronchial biopsy procedure, the patient experienced post-operative hypoxemia. The patient was provided supplemental oxygen in the recovery unit and was under observation for eight hours before being discharged home. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.